Event description:
During the procedure, the procedure was canceled due to a generator issue. The current generator initially turned on and connected correctly to the ensite system and displayed correctly. Just prior to gaining access into the patient, when the hdmi cable was plugged into the current generator, it would not display with an error stating "no video output." Multiple different screens were tried with no resolution. The current generator was turned off and left for 5-10 minutes and multiple start up processes were tried. The laptop plugged into the main screen on the current which displayed fine. There were green lights on both the screen, remote screen, and current amplifier independently but when any screen plugged into the current generator, the green light began to flash and say ¿no video output¿. The issue was unable to be resolved and the procedure was abandoned.